Event description:
It was reported that the customer was hospitalized for low blood sugar levels and became incoherent. The customer is unsure of what caused them to have lbgs. It was indicated that the md advised customer not to go back on the pump. No further details.